Event description:
The facility representative reported to baxter (B)(4) that a colleague set with a filter had a hole and was leaking. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample was available for evaluation. A visual inspection was performed, revealing a hole in the tubing next to the y-site. The reported condition was confirmed. The root cause can be attributed to an excess of solvent used during the manufacturing process that caused the embrittlement of the tubing at that junction. This issue has been escalated to CAPA. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.